Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. (B)(4). Additional information was requested and the following was obtained: what anatomical structure was the ethibond suture used on? The hip capsule. How did the surgeon determine that the suture migrated down to thigh? During an I&d of the right thigh, the surgeon found the suture. What characteristics were seen to determine that this was a foreign body reaction? There was inflammatory tissue surrounding the suture. Was there any medical or surgical intervention performed to address the foreign body reaction? During the I&d, the surgeon removed the suture.

Event description:
It was reported that a patient underwent a right hip replacement procedure approximately ten years ago and suture was used. The suture was used on the hip capsule. Post right hip replacement procedure, the patient presented with a draining wound in the thigh, and underwent exploration and excision of the sinus tract on the anterolateral thigh which extended all the way to the fascia. During an I&d of the right thigh, the surgeon found the suture. A rent in the fascia was seen and a large suture was present . The patient had a foreign body reaction from the suture that migrated down to the thigh. There was inflammatory tissue surrounding the suture. The suture and all inflammatory tissue from either side were removed (B)(6) 2017. Additional information has been requested.